Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated MDR numbers: 2937457-2013-00386, 00387, 1225714-2013-03520, 03522, 03523.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 after use of the product. The plaintiff's attorney also alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2012, after use of the product.